Event description:
Boston scientific received information that two days post-implant, this transvenous defibrillation lead exhibited loss of capture and was noted to have moved. A lead revision was therefore performed. During the repositioning of the lead, the physician noted a possible cardiac effusion and the patient reported having chest pain. The lead was repositioned with good measurements. It was noted that during the post-operative check, the effusion had resolved on its own. This patient was not pacemaker dependant, thus no other adverse effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.